Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary : the device was received and evaluated. When performing the visual inspection, the covering sleeve was removed to verify the presence of the plates and suture, however, they were not returned. The applier needle has no structural anomalies that can interfere with a good deployment. The trigger was tested several times, it performed as intended, the spring pusher has no structural anomalies. A manufacturing record evaluation was performed for the finished device 9l44085 number, and no non-conformances were identified. As part of depuy synthese mitek quality process all devices are manufactured, inspected, and released to approved specifications. According with the visual inspection and the functional test results, this complaint cannot be confirmed. The customer reported a broken suture, however, they did not return the suture for evaluation. A possible root cause can be attributed a an excessive force that was applied to the sutures during tightening, however, this cannot be conclusively determined. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthese mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.

Event description:
This is report 1 of 4 for pc-(B)(4). It was reported by the sales rep in germany that during a knee arthroscopy procedure on in that during an unknown surgery on (B)(6)2022 , it was observed that the thread on four truespan devices tore upon tightening the backstops. Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: UDI: (B)(4). Reporter is a j&j sales representative. The device manufacture date is currently unavailable. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.